Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted from the introducer. A brk was inserted into the hemostasis valve prior to the reported leak. The device was replaced and the procedure was completed with no adverse consequences to the patient.